Event description:
It was reported that the patient had been hospitalized with hyperglycemia at hospital (B)(6) on (B)(6) 2026. The patient's blood glucose levels exceeded 400 mg/dl while wearing the pod for 72 hours or longer. Symptoms reported include elevated blood glucose levels, sweating and vomiting water. The patient indicated that the pod was not communicating with the dexcom sensor. No specific error, alert, or message was displayed on the controller. The patient sought medical attention and was admitted to the hospital, where a diagnosis of hyperglycemia was confirmed. The patient remained hospitalized for two days and received treatment including calium 600 (once daily for three days). The patient was discharged on (B)(6) 2026. Therapy was resumed with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.